Manufacturer narrative:
Concomitant products: product ID 5076-45 lot# serial# (B)(4) implanted: (B)(6) 2009. Report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was at elective replacement indicator (eri) sooner than expected. In addition, atrial capture management trends showed that there had been high thresholds in the past. It was noted that a higher atrial output may have contributed to the early eri. The device was explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 99% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.